Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was post-cardiac arrest and became febrile after rewarming in an arctic sun device. They were trying to cool a patient but got a message the flow was marginal, the flow stopped. They then got another message that stated the patient temperature was not obtained. Then they got a message that the water was dirty. They drained the water and refilled it. Flow is reading marginal again. Foley in use. Patient temperature (pt) was 37.5c. They were trying to cool to 37c. Outlet monitor temperature (t1) was 37.5c, chiller temperature (t4) was 3.9c, mixing pump command 100 percentage, pump hours were 9514 and system hours were 10825. Confirmed alert 113 (reduced water temperature control). Explained the device was able to deliver cold water to the patient. Device needs to go to biomed. Nurse did not think they have another device in their hospital. Suggested checking with neighboring or sister hospitals for a loaner and to have biomed call in with the device monday.

Event description:
It was reported that the patient was post-cardiac arrest and became febrile after rewarming in an arctic sun device. They were trying to cool a patient but got a message the flow was marginal, the flow stopped. They then got another message that stated the patient temperature was not obtained. Then they got a message that the water was dirty. They drained the water and refilled it. Flow is reading marginal again. Foley in use. Patient temperature (pt) was 37.5c. They were trying to cool to 37c. Outlet monitor temperature (t1) was 37.5c, chiller temperature (t4) was 3.9c, mixing pump command 100 percentage, pump hours were 9514 and system hours were 10825. Confirmed alert 113 (reduced water temperature control). Explained the device was able to deliver cold water to the patient. Device needs to go to biomed. Nurse did not think they have another device in their hospital. Suggested checking with neighboring or sister hospitals for a loaner and to have biomed call in with the device monday.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to cleaning solution not being replaced by end user. Explained the device was able to deliver cold water to the patient. Device needs to go to biomed. Nurse did not think they have another device in their hospital. Suggested checking with neighboring or sister hospitals for a loaner and to have biomed call in with the device monday. Transferred to biomed. Spoke with biomed martise who stated they completed a full parts exchange with the onsite preventative maintenance. Biomed did not complete an evaluation of each part to confirm their fault. Biomed noted the water appeared to be dirty so he ran the cleaning solution through it twice. It seemed to run clean after that. Device has returned to service. No further information to provide. Additional information will be added to the record if and when additional information has been received. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir 1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile or distilled water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. End therapy ¿ from the normothermia therapy or hypothermia therapy screen, press the stop button to terminate water circulation to the pads. ¿ press the empty pads button, and follow the instructions to purge the pads of water. ¿ disconnect the pads from the fluid delivery line. ¿ slowly and carefully remove pads from the patient skin. ¿ discard the used pads in accordance with hospital procedures for medical waste. ¿ press the power switch off. Replenish internal cleaning solution contact medivance customer service to order internal cleaning solution. To replenish the internal cleaning solution: 1) drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun® temperature management system cleaning solution to the first bottle of distilled or sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile or distilled water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.